Event description:
The customer reported that approximately 10 ml of diluent leaked from the lh500 instrument. The fluid leak was coming from the pinch valve (vl49) inside the right diluter panel. There was no biohazard exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced excessively worn tubing at pv49 to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).